Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:  the device was returned for analysis. Device analysis revealed that the device has a catheter cut at the telescope assembly section in the proximal end. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was not tested due to the catheter conditions. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that imaging catheter was stuck in stent. The 99% stenosed, 3.0 mm x 30 mm target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, the device was unable to cross the lesion area and there was difficulty in removing the catheter. The guidewire exit port got stuck with the distal edge of the non bsc stent. After getting stuck, the opticross was disassembled and the imaging core was removed from the sheath. Then a 0.014 inch guidewire was inserted into the sheath which released the stuck device. The physician then cut/disassembled the telescope section to remove the device. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.